Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, pneumoperitoneum leaked from the instrument. The hospital has not provided any add'l info.